Event description:
It was reported that a patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that two septal punctures were performed. Ablation of five cycles was conducted from lspv roof to lspv anterior. Contact force was 6 to 12 (there was no increase during the operation of catheter). Ai value was 450, and 35w. There was no increase in impedance value (there was no increase during the operation of catheter). There were times when the physician was confused whether it was lspv or diverticulum. The catheter sometimes fell into the area around the diverticulum during catheter operation. The latest blood pressure monitoring was not performed due to line a trouble. Blood pressure decreased. Blood pressure increased after drainage, but pericardial effusion did not disappear. The patient was transferred to (B)(6) university. The patient had been with diverticulum between the atrial appendage of la and the roof side of the lspv. Atrial septal puncture was performed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was: 815ml. The physician's opinions on the relationship between the event and the product was that there were three possible causes of this adverse event. Caused by brockenbrough method (bb) puncture. Diverticulum was punctured during wire insertion after bb. Diverticulum was punctured during thermocool® smart touch® sf bi-directional navigation catheter¿s operation. There were no abnormalities observed prior to and during use of the product. Additional information was received on 29-jan-2023. For the pentaray, there was an issue that the spine stopped spreading in the middle of mapping. Timing when complaints occurred was at the time of pre voltage mapping. When the catheter was removed from the cardiac cavity and checked, no abnormality was found. Mapping was terminated. Additional information was received on 02-02-2023. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that causal relationship with the product is unknown. Pericardial drainage was provided. The patient was transferred to another hospital. Transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation was performed 5 times. Irrigated catheter was used in the event, the flow setting was proper use 8 - 15 ml. Force visualization features used was real time graph; dashboard; vector; visitag. Color options used prospectively was fot. Additional information 13-feb-2023. Outcome of the adverse event was improved. After the procedure, thoracotomy was performed at another institution, and it was found that the roof part was torn, which was treated, and the issue was not life-threatening. The patient was transferred to another hospital. And the patient required extended hospitalization. Relevant tests/laboratory data --- none. Other relevant history -the doctor commented that since the patient had rheumatoid arthritis and was using steroids, etc., the cardiovascular system may have become fragile. Generator information was a smartablate generator, the serial number was unknown. Rf needle was used for the transseptal puncture performed. The event occurred during the ablation phase. After about 5 times of ablation. Correct catheter settings were selected on the generator. The pump flow setting was normally controlled by the generator. No error messages observed on biosense webster equipment during the procedure. Visitag module was used, parameters for stability used were nominal setting. Additional information was received 13-feb-2023. The catheter was able to deflect. The spines did not spread in the straight-line condition. The knob/piston was able to be turned and/or pushed up and down. There was no difficulty in removing the catheter. There was no physical damage observed at the distal end of the catheter. The sheath used was jll, refty, 8.5 f. The adverse event was assessed as MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter. Since the event was life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable. The pentaray catheter issue was assessed as not MDR reportable for a tip/spline bent/tip twisted issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30869329l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).